Event description:
It was reported that there was an issue with a pain stimulation lead. The healthcare professional removed one of the patient's leads on (B)(6).

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2020; brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2020; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2020, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a health care provider (hcp). Hcp reports pt is needing MRI however one of the leads (left side lead) was cut during a surgical procedure. Hcp added that the lead got "clipped" from the top, it is still connected to the stimulator and the portion that was cut off looks to have been removed. Hcp states pt was able to activate MRI mode since the lead had been cut. Hcp inquiring if they can proceed with MRI. Hcp called back with new information, hcp states they spoke with the neurosurgeon and were informed that the lead is not connected to the ins and is abandoned. Hcp inquiring if pt can have thoracic MRI scan. Agent reviewed MRI labeling does not support scanning under full body scan conditions with abandoned product in the body.

Event description:
Additional information was received from patient (pt) who reported that they had a spinal fusion between t11 and t12. The lead passed between this and the lead broke during surgery. They reported that no steps were taken to resolve the issue with the lead prior to surgery as the surgery was dependent upon visualization of the lead positioning.

Manufacturer narrative:
Continuation of d10: product ID 977a260. Serial# (B)(6). Implanted: (B)(6) 2020. Explanted: (B)(6) 2025. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.